Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0juzg, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the consumer that reported the patient had a transient ischemic attack (tia) and was now going to wear a type of heart monitoring device that would stick on and the patient would wear it for a month. The location was the brain. They did not report any changes in therapy. The patient was implanted for parkinson's dual and movement disorders. Further follow-up was being conducted to determine what the details were of the tia, when the tia occurred, and what symptoms, if any, did the patient experience related to the tia. If additional information is received, a follow-up report will be submitted. **please see manufacturer report #3004209178-2015-20989 for information on the patient's concomitant system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported the patient had slurred speech and facial droop, nothing to do with the deep brain stimulator (dbs). The transient ischemic attack occurred on (B)(6) 2015 the dbs device was irrelevant; they just wanted to put in a heart monitor and the signal would interfere.